Event description:
Rosenthal et al optease retrievable inferior vena cava filter: initial multicenter experience vascular. 13(5):286-9, 2005 sep-oct: report that eleven patients were treated with filter implantation and subsequent repositioning in the inferior vena cava (ivc) to extend implantation time. All patients were followed up for 24 hours after retrieval, with additional follow-up at the physician's discretion. Forty patients had successful filter insertion. Two patients who underwent intravascular ultrasound guidance for filter deployment required filter repositioning within 24 hours owing to inadvertent placement in the right common iliac vein. All 40 patients underwent successful filter retrieval with no adverse events. In those patients who did not undergo ivcf repositioning, the time to retrieval ranged from 3 to 48 days (mean +/- sd 16.38 +/- 7.20 days). One patient had a successful retrieval at 48 days, but all other retrieval experiences were performed within 23 days. The second strategy involved implantation, with repositioning at least once before final retrieval. This latter strategy occurred in 11 patients.

Manufacturer narrative:
The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the reporters statement that inadvertent placement in the right common iliac vein occurred it appears that procedural factors may have contributed to the reported event. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.